Event description:
During a coronary drug-eluting stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the proximal right coronary artery (rca). The lesion was predilated with a 2.50 x 12 mm maverick balloon and a 2.50 x 16 mm taxus express2 drug eluting stent was advanced to the lesion but was unable to cross the lesion. Upon withdrawal, the stent came off the balloon inside the launcher guide catheter. The stent was removed with the guide catheter. The procedure was successfully completed with another 2.50 x 16 mm taxus stent. No pt complications were reported. The pt's status is reported as 'satisfactory/good.'